Event description:
No additional information provided.

Manufacturer narrative:
1.DHR bhr review 1 the batch number of the complained product is 3199376, is 22g and product code is 383922, produced on 2023 08, with a total of (B)(4) pieces in this batch 2 inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality 3 check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products . 2.the customer did not return any samples or photos, cannot confirm the specific defect status. 3.take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report, refer to attachment 1 . 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, the root cause of the complaint defect cannot be confirmed, and the factory will continue to pay attention to and monitor the complaint trend of the defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus bl 22ga x 0.75in prn-cap y leaked. The patient came to our department on (B)(6) 2024 for thoracic + full abdominal three-part enhancement examination, 9:53 on the machine, high-pressure syringe test needle 0.9% sodium chloride 15mi all normal and smooth, inform the patient and family members of the precautions to be taken to start the examination and scanning, 9:59 heard the patient's family members call loudly, immediately stop the injection and scanning to check (afterward to check: iopamidol injection of 33 ml, ascending aorta), found that the indwelling needle hose leakage, immediately pull out the needle and give the patient and his family to do psychological care and explanation, and then check again tomorrow. (After checking: iopamidol injection 33ml, ascending aorta CT value of 72 when the drug leakage), found that the indwelling needle hose leakage, immediately pull out the needle and give the patient and his family to do a good job of psychological care and explanation of the work, after obtaining the consent of the patient and his family, the next day to check again, and notify the patient by phone to the physician in charge to explain the situation.